Manufacturer narrative:
(B3) date of event: used the first day of the month of the bsc aware date since event date not provided. (E1) initial reporter first name: (B)(6). Device evaluated by MFR.: returned device consisted of an emerge balloon catheter. The balloon was loosely folded. Analysis of the tip, balloon, markerband, inner/outer shaft, hypotube and hub included microscopic and visual inspection. Inspection revealed a rupture in the balloon material that was 15mm in length. Inspection of the device found no other damage or defects.

Event description:
It was reported that balloon rupture occurred. The 10% stenosed target lesion was located in a coronary artery. A 3.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since event date not provided. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 10% stenosed target lesion was located in a coronary artery. A 3.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.